Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in resetting it successfully. The malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again, and they acknowledged and understood this instruction.